Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a spain customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the abbott diabetes care (adc) device in use with iphone x with ios operating system version 17.4.1. The customer was unable to use their freestyle librelink due to their operating system version not included in the compatibility list. As a result, the customer was unable to monitor glucose with sensor readings and experienced hypoglycemia. The customer was provided with sugar, juice, and rapidly absorbed glucose from a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An application issue was reported with the abbott diabetes care (adc) device in use with iphone x with ios operating system version 17.4.1 and app version 2.10.2.7677. The customer was unable to use their freestyle librelink due to their operating system version not included in the compatibility list. As a result, the customer was unable to monitor glucose with sensor readings and experienced hypoglycemia. The customer was provided with sugar, juice, and rapidly absorbed glucose from a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported incompatible device. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.